Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had door failure and drawer failure. The customer reported there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 did not open. A field service engineer found that the door 4 hasp was rubbing on metal and adjusted the door, so it was up higher. The system functioned as intended after the field service engineer repaired the device.